Manufacturer narrative:
(B)(4). Age at time of event: 60s. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.25x38mm synergy ii drug-eluting stent was advanced to treat the lesion. Upon advancing the device, it got caught on a chunk of calcium in the highly calcified left main artery and the stent was dislodged. The balloon of the stent was retracted and the wire was maintained inside the stent. The physician was able to retrieve the dislodged stent quickly with a snaring device and the stent was destroyed. The procedure was completed with a different device. The patient was sent for bypass surgery, not a result of complication of the event but because of the complexity of the patient. No further complications were reported and the patient's status after the bypass surgery was fine.